Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with no insulin delivery when attempting to fill the cannula. While troubleshooting the insulin pump alarmed no delivery during manual prime and insulin did not exit. The alarm may have been caused by an infusion set and reservoir occlusion. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.